Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Exact product code unknown.

Event description:
The caller stated that her realize band was eroded and was infected. Her band was removed on (B)(6), 2011. The caller also stated she would like to speak with a lawyer before giving more information to ethicon endo. The caller would not provide name and contact information.